Manufacturer narrative:
Ps341600. Method: the complaint 900mr810 adult heated wall reusable breathing circuit was not received at fisher & paykel healthcare (f&p) in (B)(6) for evaluation. Our investigation is thus based on the information and the photographs provided by the customer, and our knowledge of the product. Result: visual inspection of the provided photographs revealed that the tube of the 900mr810 breathing circuit was damaged. Conclusion: without the complaint device, we are unable to determine what caused the damage of the 900mr810 breathing circuit. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The complaint device would have met the specification at the time of production. Our user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a 900mr810 adult heated wall reusable breathing circuit was damaged after two weeks of use. There was no reported patient involvement.